Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh was received the following information from the spanish agency of medicines and medical devices on (B)(6) 2023: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on (B)(6) 2022. The information was provided that the patient had the incident "major bleeding" and the consequence for the patient was "required medical treatment to prevent permanent impairment or damage". The patient received multiple blood transfusions and proton pump inhibitors. The patient expired. The getinge service and sales unit (ssu) could not get any further information from the customer as the event date was in the very past. Upon investigation of the getinge ssu the complaints which are related to the renacer program generates many incident notices that most of the time are not related to the device. Based on the available information the reported event "major bleeding" could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2022-09-08 and 2023-09-08). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on (B)(6)2022, in the hospital (B)(6). The reference number assigned to this incident is (B)(4). The information provided is the following: incident description: major bleeding, consequences for the patient: required medical treatment to prevent permanent impairment or damage. Other comments: multiple blood transfusions + proton pump inhibitors. Patient¿s current status: the patient died¿. Complaint ID# (B)(4).